Event description:
During operation, when the physician attempted to inflate one nc sprinter balloon (2.75mm x 21mm) at 10 atm, the balloon was ruptured on the second inflation. First inflation was successfully completed by using the relevant device at 10 atm for about 30 seconds. When the physician attempted to inflate for the second inflation, the balloon was ruptured below 10 atm. It was unknown whether the relevant balloon was removed from the patient after the first inflation. Patient was treated with unknown stent. No health hazard was occurred to the patient. No clinical sequelae were reported. Evaluation summary: patency of the inner lumen was checked by inserting a 0.015¿¿ mandrel into the wire lumen entry port through to the tip of the device, there was no resistance noted when this was performed. The distal tip of the balloon was slightly damaged. Analysis of the balloon showed what could be a slight pinhole on the outer balloon. During the analysis the device failed negative prep. The balloon was inflated with water, the balloon would not maintain pressure and water was leaking from the distal section of the balloon. The middle and proximal section of the balloon had no abnormalities noted. There was no other damage noted along the catheter length.

Manufacturer narrative:
Evaluation results: related to operational context - balloon burst is most likely procedural related. Patient¿s condition affected effectiveness of device - lesion morphology (90% stenosis and moderate calcification). (Deformation problem). Evaluation conclusions: related to operational context - balloon burst is most likely procedural related. Device failure/lack of effectiveness related to patient condition - lesion morphology (90% stenosis and moderate calcification). (B)(4)